Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. Mentor received additional information regarding the device. The catalog # is 3501655, and the lot number is 5590977. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, a crease was observed in the posterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified procedure with a 350cc mentor smooth round moderate profile saline breast implant (left) and an unspecified saline breast implant (right) and experienced postoperative left-sided deflation and right-sided capsular contracture (grade unknown). The diagnosis was confirmed by a physician. As a result, the patient underwent bilateral removal and replacement with two 500cc mentor memorygel breast implants ( catalog #: 3505004bc, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2019. This medwatch form is for the right prosthesis.